Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed due to no voltage. A review of the downloaded data log did not confirm the reported event of failed transmitter error. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).